Event description:
The biomedical engineer reports that the temperature parameter was not displaying on the bedside monitor (bsm). No patient harm reported.

Manufacturer narrative:
Details of complaint on (B)(6) 2019 customer stated temperature parameter was not showing up. There were no errors reported. The monitor does not show a number or an area where the temperature value would display. Per tech support, this was indicative of input module not receiving information from the patient. Customer attempted to swap input module - the issue remained. Customer swapped temperature ports - the issue remained. Based on this information, customer suspected the cable being the issue, thus swapped out the cable - the issue was resolved. The input module model/ serial number are: (B)(6). Information about the cable is not available. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: due to lack of information regarding the cable, the root cause of its failure could not be determined. Service history for this facility shows this is an isolated incident. Ay-653p sn (B)(6) input unit the UDI no: (B)(6) . Manufactured date: (B)(6) 2012. Age of the device: 82 months returned to nk: no.

Manufacturer narrative:
The biomedical engineer reports that the temperature parameter was not displaying on the bedside monitor (bsm). There were no errors and temperature location was displayed which indicates that the input unit was not receiving information from the patient. This was due to the cable failure for the ay-653p input unit which is part of the bsm system. Once it was replaced the parameters came up. Therefore the ay input unit was not returned. There would be no error messages if this was found at set up as the data would not be sent to the ay input unit and then on to the bsm. If the parameter was being monitored and it failed, there would be an error message. We had inquired if this happened at set-up or while monitoring a patient, but no response was provided. Therefore, to err on the side of caution this was reported. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Brand name was listed as bsm as the brand name was not provided. Concomitant medical device: ay-653p sn (B)(4) input unit , the UDI no: (B)(4), manufactured date: 09/12/2012, age of the device: 82 months, returned to nk: no.

Event description:
The biomedical engineer reports that the temperature parameter was not displaying on the bedside monitor (bsm). No patient harm reported.